Event description:
Head of the screw was broken during the procedure. The dr. Decided to keep the remaining part of the screw. The broken head of the screw was discarded during the case, it was not left in the patient. Manufacturer response for screw, screw (per site reporter). Per site they informed arthrex of the situation already. Similar reports in maude.